Manufacturer narrative:
This event was reported by the patient. The surgeon is: dr. (B)(6). Hc incident report reference no (B)(4); submitted to hc (health (B)(6)) by the patient. (B)(4). The complaint device was implanted and is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx system - halo device was implanted into the patient during a procedure performed on (B)(6) 2018 for the treatment of urinary incontinence. On (B)(6) 2018, the patient began to experience urinary tract infection and pain on left hip, left and a little on the right thigh, lower back, and right and left sides of groin.